Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had set her correction bolus and contacted tandem technical support to confirm entry. The pump settings were reviewed and the customer found that the setting was inadvertently set as 1:8 instead of 1:80. The customer reported that the bolus amount was due to this error. The customer's blood glucose level was not impacted.